Event description:
It was reported to aesculap (B)(4) that an elan 4 mis l13 disp.diamond burr d4.0 (part # gp453su) was used during a procedure performed on (B)(6) 2022. According to the complainant, the bar was broken. When this product was used on the base of the skull, three consecutive events occurred that broke every 10 minutes of use. Used for ga860 + gb927r. When the first one was broken, the doctor pressed the tip against the bone and thought it was the cause of the break. Therefore, after that, it was used with care not to press it too much, but it broke with the second and third ones. It is said that all the broken parts were on the ga860 side from the center of the shaft. There was no described patient harm. Although requested, additional information has not been made available. The malfunction is filed under aesculap (B)(4) reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Investigation: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based on the investigation results, a CAPA is not required.